Manufacturer narrative:
The investigation for the console (aic) disc purge/flag issues has been completed. Data logs from the complaint date revealed that the console issued purge disc not detected alarm (event set #402) twice. Device was returned for evaluation finding a broken purge disc flag was identified. The purge disc flag was observed to be broken and was the root cause of the reported purge disc not recognized issue. Added d9 device return date, h6 impact code 4629.

Manufacturer narrative:
Patient-specific information is unavailable at the time of this MDR writing; therefore, respective fields reflect "unknown" or left blank accordingly. The automated impella controller was not received from the customer at the time of this MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported the automated impella controller (aic) did not recognize the purge disc during preparation for use with an impella 5.5 device. The aic was exchanged, and there was no report. Reportable due to potential patient harm. MDR and pmda report required.